Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dilation catheter was unable to maintain pressure, the balloon was not damaged and the user assumed that it was a malfunction of the inflation device of the catheter. Per additional information via email from ibc on 09-may-2022, it looks that there was balloon rupture from the photos.

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. The balloon dilation catheter and eagle inflation device were returned. Photos of the balloon dilation catheter was provided which appeared to have a rupture in the balloon. The balloon dilation catheter was returned; an evaluation of the physical sample was completed by future matrix. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. Correction: d,f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the dilation catheter was unable to maintain pressure, the balloon was not damaged and the user assumed that it was a malfunction of the inflation device of the catheter. Per additional information via email from ibc on 09may2022, it looks that there was balloon rupture from the photos.